Event description:
The user facility returned a evis lucera elite gastrointestinal videoscope to the service center for an inspection and estimation. There was no patient/user harm or injury reported due to the event. Upon device return and estimation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
During the evaluation it was uncovered that there was a foreign object clogging the nozzle. This finding was due to insufficient cleaning or handling of the scope. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer confirmed that the facility flushes the air and water nozzle with detergent solution. The facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined based on the obtained information. Consideration: it was unknown whether reprocessing was practiced in accordance with the instructions for use (IFU). Olympus will continue to monitor field performance for this device.